Event description:
It was reported that ultrasafe x100l pr blue ssl sdz had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material number on the supplier label is wrong (located on shipping box).

Manufacturer narrative:
Investigation summary: no sample were returned, but photographs of the issue were provided for analysis. Bdm-ps performed a goods in documentation review. The batches involved in this complaint meet all acceptable quality levels, were manufactured and released according to applicable procedures and specifications. The supplier manufactures, packages and labels the product as per the current technical agreement (ta) 442.ta.021. Bd swindon releases the product as per the above ta. This product code on the ta has a label template dgl0001017. The photograph provided by the customer has the correct label attached as per ta. Hence the batch was manufactured and labeled as per requirement. The customer specification sc000124 also does not dictate any specifics on customer labels related to this product code. Based on the investigation conclusion, bd- swindon was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to a bd swindon process.

Manufacturer narrative:
The following fields have been updated with corrections: medical device catalog #: 47516602. Medical device expiration date: 2024-02-13. Medical device lot #: 1825967. Device manufacture date: 2019-03-06.

Event description:
It was reported that ultrasafe x100l pr blue ssl sdz had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material number on the supplier label is wrong (located on shipping box).

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device catalog #: 47516602; lot #: 1825967; expiration date: 2024-02-13; manufacture date: 2019-03-06. Medical device catalog #: 47447602; lot #: 1843601; expiration date: 2024-04-03; manufacture date: 2019-05-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l pr blue ssl sdz had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material number on the supplier label is wrong (located on shipping box).